Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the rpm's did not display. During platforming, the rpm readout on the display of the rotablator console was blank. An intervention was performed with a balloon angioplasty in the right coronary artery. No patient complications were reported. The patient status was reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the console was returned with customer applied labels; internal hardware was loose with rattles; front panel label damaged; serial number damaged and nearly illegible and dirty rubber feet. The console was noted to have a massive gas/air leak at the turbine pressure switch. Due to this leak, the console failed to rotate the rotalink catheter and the speed display remained blank. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was wear and tear. (B)(4).

Event description:
It was reported that during preparation for a rotational atherectomy treatment procedure, the rpm's did not display. During platforming, the rpm readout on the display of the rotablator console was blank. An intervention was performed with a balloon angioplasty in the right coronary artery. No patient complications were reported. The patient status was reported as stable.